Event description:
The patient was undergoing video-assisted thoracic surgery with wedge resection to the right upper lobe, right middle lobe and right lower lobe when the stapling device failed. Per md's dictated note, "during the right upper lobe wedge resection, malfunction of the stapling device occurred with a fracture of a metal flange related to the cutting blade. Detailed examination of the device was normal. The unused mechanism was undertaken. The area of the fracture was clarified, however, there was no evidence of missing components of the stapling device. Chest x-ray was taken to confirm the above impression."